Event description:
The patient's radio frequency receiver stopped functioning and the patient was unable to achieve stimulation. The patient's receiver was explanted and replaced with an implantable pulse generator.

Manufacturer narrative:
Eval: device history record and sterilization records were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusions: the cause of the reported event could not be determined from the review of the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.